Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Bas (bd) clinical specialist reported on behalf of hospital that site rite 8 ultrasound is turning off inadvertently with a full battery, but working well while plugged in. It appears to be a battery issue. The clinical specialist stated that the site rite 8 has turned off during procedures several times. The van team work in a 2-rn approach (inserter and assistant), so the assistant has been able to troubleshoot the machine whenever there's been an issue, helping the inserted maintain sterile technique.

Event description:
Bas (bd) clinical specialist reported on behalf of hospital that site rite 8 ultrasound is turning off inadvertently with a full battery, but working well while plugged in. It appears to be a battery issue. The clinical specialist stated that the site rite 8 has turned off during procedures several times. The van team work in a 2-rn approach (inserter and assistant), so the assistant has been able to troubleshoot the machine whenever there's been an issue, helping the inserted maintain sterile technique.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the site rite 8 ultrasound is turning off inadvertently with a full battery was confirmed. The root cause of the reported issue is due to an internal failure on the lithium ion battery. The device was serviced, tested and returned to customer. A history review of serial number dy(B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Bas (bd) clinical specialist reported on behalf of hospital that site rite 8 ultrasound is turning off inadvertently with a full battery, but working well while plugged in. It appears to be a battery issue. The clinical specialist stated that the site rite 8 has turned off during procedures several times. The van team work in a 2-rn approach (inserter and assistant), so the assistant has been able to troubleshoot the machine whenever there's been an issue, helping the inserted maintain sterile technique.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the site rite 8 ultrasound is turning off inadvertently with a full battery was confirmed. The root cause of the reported issue is due to an internal failure on the lithium ion battery. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.